Event description:
User facility reported that the needle did not fully engage into the safety device causing a needle-stick injury with the user. Blood testing was performed and the hospital followed internal protocol for needle-stick injuries. No permanent adverse effects to user reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.